Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. After the alarms, the customer resumed insulin delivery. After the most recent occlusion, the customer changed the cartridge. The customer's blood glucose level was not impacted.